Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the device identified no anomalies. The device was received with no telemetry, and an attempt was made to interrogate the device; communication could not be established. An x-ray examination was performed and found no anomalies. The device case was cut open to facilitate inspection of the internal circuitry. The internal power source was assessed, and the device was tested using an external power supply, which showed normal current behavior. The battery was removed and forwarded to the battery laboratory for detailed analysis. Battery testing found no evidence of a battery-related short. A review of available latitude data indicated a rapid depletion of the device battery and the presence of low-voltage-related alerts. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on returned device analysis and a thorough review of the reported complaint, the conclusion code cause linked to device but unable to trace more specifically was assigned.

Event description:
It was reported that this insertable cardiac monitor (icm) device triggered an early end-of-service (eos) notification. Boston scientific technical services (ts) reviewed the data and confirmed that although frequent data updates were observed, they should not have caused early battery depletion. A further evaluation was requested using remote monitoring data. The field representative was informed that the battery voltage dropped rapidly, but the root cause could not be determined from the available data. The device is being returned for detailed analysis. Additional details were provided regarding how data updates occur even when alerts are turned off, particularly in cases where atrial fibrillation (af) events are stored but not actively flagged. Later on, additional information was received; this insertable cardiac monitor (icm) was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this insertable cardiac monitor (icm) device triggered an early end-of-service (eos) notification. Boston scientific technical services (ts) reviewed the data and confirmed that although frequent data updates were observed, they should not have caused early battery depletion. A further evaluation was requested using remote monitoring data. The field representative was informed that the battery voltage dropped rapidly, but the root cause could not be determined from the available data. The device is being returned for detailed analysis. Additional details were provided regarding how data updates occur even when alerts are turned off, particularly in cases where atrial fibrillation (af) events are stored but not actively flagged. No adverse patient effects were reported. This icm remains in service. Additional information was received; this insertable cardiac monitor (icm) was explanted and successfully replaced. No additional adverse patient effects were reported.